Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not read the screen. The customer also reported that the act and esc button were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen was scratched. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with no esc button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.